Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. One warmer device was returned, however the serial number of the device missing, and therefore the returned device could not be confirmed as the same device reported in the complaint file, therefore no device analysis was conducted, and the reported issue could not be confirmed, or a root cause established. As no manufacturing related issue could be identified, no review of manufacturing device history records were conducted. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the warmer will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event and UDI section are unknown, no product information has been provided to date.